Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after a syncopal episode. Capture, sensing, and impedance issues were found. The emergency room reprogrammed the device outputs. The next day the patient again presented to their physician after experiencing syncope. The physician plans to replace the lead. No further patient complications have been reported as a result of this event.